Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system's flexvision pc was not booting up. The review of system log files indicated that the flexvision pc was not loading software at boot up. Upon troubleshooting, the fse tried replacing the hard drive but the issue persisted. The cause of the flexvision pc failure was not conclusively determined by the supplier's part analysis. However, replacement of flexvision pc and reloading the software has resolved the issue. The fse performed functional tests, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.